Event description:
It was reported that while using the ilet with a contact detach infusion set, the user observed a blood glucose increase from 184 mg/dl to 194 mg/dl after changing the short tubing and forgetting to resume insulin delivery; the agent guided the user through filling the cannula and resuming delivery, after which the user reported resolution. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage issue related to an improper procedure, with the tubing component involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.